Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and tip were kinked. The soft part of the returned guidewire was found kinked and entangled with the guidewire exit port. Microscopic inspection revealed the guidewire exit port was damaged.

Event description:
It was reported that device entrapment occurred. The stenosed target lesion was located in a non-tortuous and non-calcified right coronary artery. A stent was implanted resulting in 0% residual stenosis. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. After pullback was completed, the physician attempted to remove the catheter, but it was frozen on the wire. The wire and catheter had to be removed together. One outside the patient the guidewire was able to be removed from the catheter. The procedure was completed using an alternate device. There were no patient complications.

Event description:
It was reported that device entrapment occurred. The stenosed target lesion was located in a non-tortuous and non-calcified right coronary artery. A stent was implanted resulting in 0% residual stenosis. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. After pullback was completed, the physician attempted to remove the catheter, but it was frozen on the wire. The wire and catheter had to be removed together. One outside the patient the guidewire was able to be removed from the catheter. The procedure was completed using an alternate device. There were no patient complications.